Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Correction: d10: it was inadvertently reported on the previous report that the device was returned for evaluation. It has been determined that the device has been discarded; therefore, unavailable for evaluation. Investigation summary: according to the information provided, it was reported that multiple vapr coolpulse 90 electrodes (228146) failed to generate suction in the span of two back-to-back cases with dr. (B)(6). There were no adverse effects on the patients as the electrodes were eventually replaced with functioning devices of the same type. A total of coolpulse 4 electrodes (228146) with lot number u2002105 and expiration date of 2023-01-31 were generating extremely low suction or not generating any suction at all over the course of two cases. Troubleshooting that was tried includes testing suction from tubing to the electrode, testing the device under saline, unplugging and replugging the electrode and powering off and restarting the vapr generator unit. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device [u2002105] number, ncr-311265 was identified and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: (B)(4).

Event description:
It was reported by sales rep via complaint submission tool that multiple vapr coolpulse 90 electrodes (228146) failed to generate suction in the span of two back-to-back cases. There were no adverse effects on the patients as the electrodes were eventually replaced with functioning devices of the same type. A total of coolpulse 4 electrodes (228146) with lot number u2002105 and expiration date of 2023-01-31 were generating extremely low suction or not generating any suction at all over the course of two cases. Troubleshooting that was tried includes testing suction from tubing to the electrode, testing the device under saline, unplugging and replugging the electrode and powering off and restarting the vapr generator unit. There was a delay of 10 minutes. No patient consequences. The devices were discarded. Additional information received from the affiliate reported the date of the second surgery was (B)(6) 2020 and two devices failed on the first case and two additional devices failed on the second case.